Manufacturer narrative:
Investigation: four open and five sealed 32g x 4mm pen needle samples and five photos were returned from lot. No. 0119877, cat. No. 320559. Visusl examination was carried out on the four open samples and a bent non patient end of cannula was observed on three samples and a broken non patient end of cannula was observed on one sample. A clog test was carried out on the five sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples were returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that medicine didn't come out of the pen ndl 32g 4mm pro 14 bag 700 case jpx during use. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, drug didn't come out; when using the other new pen needle, drug came out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine didn't come out of the pen ndl 32g 4mm pro 14 bag 700 case jpx during use. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, drug didn't come out; when using the other new pen needle, drug came out."